Event description:
The following symptoms were reported by the initial reporter: 'the pt felt faint, with a great alteration of the general state of health, vertigo. Hospitalization of the pt the 11/20/2006.' The infusion start date/time was reported as 2006 at 3:30pm with an ending date/time as the following day at 8:00pm - the pump was reported as being empty at this time. [Total reported infusion time of approx 28.5 hrs]. The reported expected infusion time was 48 hrs.

Manufacturer narrative:
The device involved in this incident was not available for eval. Without the actual product, a complete analysis cannot be conducted. Therefore, the info contained herein was based on the info provided by the initial reporter. In addition, a lot number from the pump involved in this incident was unk, therefore a historical review of the specific lot involved was not possible. It is noteworthy that the drug involved in this incident and the volume to which the pump was filled were not provided. If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.